Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly and had offset coil winds near its proximal end. Conclusions: evaluation of the returned smart coil revealed offset coil winds near the proximal end of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encountered and damage such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds on the embolization coil. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a cavernous fistula using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous, calcified, and narrowed. During the procedure, the physician implanted two non-penumbra coils and one smart coil. While advancing the next smart coil to the distal end of the introducer sheath, the physician encountered resistance and the coil became stuck. Therefore, the smart coil and microcatheter were removed together. The procedure was completed using the same microcatheter, and five smart coils. There was no report of an adverse effect to the patient.